Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown humeral head, unknown stem. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00480.

Event description:
It was reported that approximately 8-9 years post implantation, the patient was revised of the right shoulder due to pain, limited rom, impingement, and prosthesis loosening. Preoperative studies pronounced prosthetic head elevation. During the revision, it was noted that there was tendon damage and loosening of the inlay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is manufactured by winterthur rather than warsaw. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.